Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the tip shoulder. The device was removed and the procedure completed with a differed device. There were no patient injury reported and the patient condition was good.